Event description:
It was reported that the device failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, "motor stalled" and "motor slow" entries were found indicating an issue with the ventilator motor. The device monitors the speed, rotation angle and other performance parameter of the motor continuously. Any speed fluctuations or other deviations may result in a divergence between expected piston position and the real hub that has been performed. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. In case automatic ventilation is shut-down manual ventilation and monitoring functions remain available. The device was manufactured in august 2008, it is assumed that the motor was manufactured in 2008 as well. Since there are various possible root causes due to wear and tear, worn carbon brushes, contact problems etc, the motor was requested for root cause analysis. However, despite three requests, the motor was not available for investigation. Thus, the exact root cause could not be finally determined. Based on the performed investigation, draeger can however conclude that the device behaved as specified upon the detected stalled/slow motor and alarmed accordingly. There were no patient consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.